Manufacturer narrative:
The lens with the foreign material was returned to the manufacturer and then sent to an outside laboratory for analysis. Visual examination revealed a dark, small particle on the iol surface which was removed from the lens for fourier transform infrared spectroscopy (ftir) analysis. No apparent spectral features of organic material was observed, suggesting no organic contaminants, possibly because the level of organic material is below the detection limit of ftir or the foreign material is inorganic (possibly metallic). The foreign material was then analyzed for elemental chemical composition in a scanning electron microscope (sem) with an energy dispersive x-ray (edx) microprobe attachment containing a ¿thin window¿ detector. The edx spectrum primarily revealed the presence of iron (fe), potassium (k) and bromine (br). The k and br are residues from the potassium bromide salt window used for ftir analysis, therefore indicating the particle is likely carbon steel. The manufacturing process was evaluated to verify if the lens could have been exposed to the particle identified as carbon steel. It was concluded that the particle found was not associated to the manufacturing process. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports (ncrs), deviations, or discrepancies were generated for the production order that the lens belonged to. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu instructs to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Based on the historical complaint review, analysis of the returned sample, analysis by ftir, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not implanted. Explant date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small mark (debris/particle) was noticed on an intraocular lens during handling but prior to insertion. No patient contact reported and no further information received.